Event description:
It was reported to natus that an abaer device was generating results that were deemed inconsistent and questionable to the user. The user had screened the patient three times. Initial screening was performed 36 hours after birth, followed by an additional screening 24 hours later; both reportedly performed as inpatient and using the same abaer device. The initial screening result was refer for both ears. The second screening result was pass for the left ear and refer for the right ear. The third screening was performed two weeks later during an outpatient appointment using a different abaer device, and the result was pass for both ears. Both of the abaer devices were recently calibrated on (B)(6) 2016. The patient had already been scheduled for a diagnostic appointment two weeks later irrespective of the screening results because their sibling had cochlear implants for enlarged vestibular aqueduct. At the diagnostic appointment, the patient was diagnosed with bilateral severe hearing loss. The screening results were received and analyzed by subject matter experts in natus engineering. No determination could be concluded for the discrepancy in results. Natus technical service sent the complainant a white paper for abaer which provides sensitivity information, specificity information, and the test rules used by the system.